Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 1cm115v4 implantable collamer lens of a -13.0 diopter into the patient's left eye (os) on (B)(6) 2005. On (B)(6) 2024, the lens was removed due to significant reduction of endothelial cell count or significant reduction of endothelial cell count or significant endothelial cell loss. Cause of the event is unknown. The problem was resolved.

Manufacturer narrative:
Correction: b5: the reporter indicated that the surgeon implanted a icm115v4 implantable collamer lens. D4: icm115v4. Claim# (B)(4).